Event description:
Reporter stated that the device's internal contacts appear to have corroded. No operator injury was reported. The suspect device was returned to the MFR, as requested. Upon receipt of the device, it was found to have experienced melting in the contact area.